Event description:
The healthcare professional reported that a female patient underwent endovascular coil embolization of an unruptured middle cerebral artery (mca) bifurcation aneurysm and experienced a subarachnoid hemorrhage (sah) secondary to vascular injury during the procedure. The bleed occurred around the internal carotid (ic)-ancho. Temporary hemostasis was achieved with an unspecified balloon catheter. Angiography was conducted at contralateral and posterior circulation. Blood flow from the anterior communicating artery (a-com0 and posterior communicating artery (p-com) was confirmed. Craniotomy was started. A prowler select plus microcatheter (606s255x / 30692930) was used in conjunction with a tactics plus microcatheter (technocrat corporation); a pulserider aneurysm neck reconstruction device (anrd) (203d / 3050709809) was scheduled to be used as well. An unspecified guiding catheter was inserted and delivered to the ic. The tactics plus microcatheter was inserted. The prowler select plus microcatheter and an unspecified guidewire were then delivered to the distal ic. The prowler select plus microcatheter was removed from the patient once, and angiography was taken. There were no abnormalities noted on imaging. The prowler select plus microcatheter was re-inserted into the unspecified distal access catheter (dac) and delivered to the region proximal to the aneurysm neck. The pulserider anrd was taken out of the pouch. Angiography was repeated, but there was bleeding observed around the ic-ancho. The complaint device was not available for evaluation. No further information was provided at the time of complaint initiation. On (B)(6) 2022, additional information was received. The information indicated that the pulserider was inserted into the prowler select plus microcatheter. Angiography was taken before deployment. However, there was bleeding around the ic-ancho. The pulserider and the prowler select plus microcatheter were removed from the patient. There was a resistance encountered when the pulserider was being deployed inside the prowler select plus microcatheter. Clarification was received that the pulserider was inserted into the prowler select plus microcatheter and there was a resistance noted during the delivery of the pulserider inside the microcatheter. The resistance occurred prior to deployment of the pulserider; the pulserider never exited the distal tip of the microcatheter. Both the pulserider and prowler select plus microcatheter were removed from the patient as the hemorrhage was needed to be treated by a craniotomy. The complaint devices were allegedly used as per the instructions for use (IFU). The patient was transferred from the angiography suite to the operation room and subsequently underwent craniotomy and clipping of the mca target aneurysm. Hemostasis and hemorrhage drainage were performed. There was a very small aneurysm near the anterior choroidal artery. The treating physician commented that the guidewire(s) or the prowler select plus microcatheter touched the aneurysm during induction, and it was highly likely that the patient had hemorrhage. The actual cause of the event could not be determined. It is unclear whether it was guidewire or the prowler select plus microcatheter. The patient remains hospitalized because she has not fully recovered. The event was considered serious.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, weight, race, and ethnicity were not provided. The initial reporter phone: (B)(4). The initial reporter email address is not available / reported. [Conclusion]: the healthcare professional reported that a female patient underwent endovascular coil embolization of an unruptured middle cerebral artery (mca) bifurcation aneurysm and experienced a subarachnoid hemorrhage (sah) secondary to vascular injury during the procedure. The bleed occurred around the internal carotid (ic)-ancho. Temporary hemostasis was achieved with an unspecified balloon catheter. Angiography was conducted at contralateral and posterior circulation. Blood flow from the anterior communicating artery (a-com0 and posterior communicating artery (p-com) was confirmed. Craniotomy was started. A prowler select plus microcatheter (606s255x / 30692930) was used in conjunction with a tactics plus microcatheter (technocrat corporation); a pulserider aneurysm neck reconstruction device (anrd) (203d / 3050709809) was scheduled to be used as well. An unspecified guiding catheter was inserted and delivered to the ic. The tactics plus microcatheter was inserted. The prowler select plus microcatheter and an unspecified guidewire were then delivered to the distal ic. The prowler select plus microcatheter was removed from the patient once, and angiography was taken. There were no abnormalities noted on imaging. The prowler select plus microcatheter was re-inserted into the unspecified distal access catheter (dac) and delivered to the region proximal to the aneurysm neck. The pulserider anrd was taken out of the pouch. Angiography was repeated, but there was bleeding observed around the ic-ancho. The complaint device was not available for evaluation. No further information was provided at the time of complaint initiation. On (B)(6) 2022, additional information was received. The information indicated that the pulserider was inserted into the prowler select plus microcatheter. Angiography was taken before deployment. However, there was bleeding around the ic-ancho. The pulserider and the prowler select plus microcatheter were removed from the patient. There was a resistance encountered when the pulserider was being deployed inside the prowler select plus microcatheter. Clarification was received that the pulserider was inserted into the prowler select plus microcatheter and there was a resistance noted during the delivery of the pulserider inside the microcatheter. The resistance occurred prior to deployment of the pulserider; the pulserider never exited the distal tip of the microcatheter. Both the pulserider and prowler select plus microcatheter were removed from the patient as the hemorrhage was needed to be treated by a craniotomy. The complaint devices were allegedly used as per the instructions for use (IFU). The patient was transferred from the angiography suite to the operation room and subsequently underwent craniotomy and clipping of the mca target aneurysm. Hemostasis and hemorrhage drainage were performed. There was a very small aneurysm near the anterior choroidal artery. The treating physician commented that the guidewire(s) or the prowler select plus microcatheter touched the aneurysm during induction, and it was highly likely that the patient had hemorrhage. The actual cause of the event could not be determined. It is unclear whether it was guidewire or the prowler select plus microcatheter. The patient remains hospitalized because she has not fully recovered. The event was considered serious. Based on complaint information, the device is not available to be returned for analysis. A review of manufacturing documentation associated with this lot (30692930) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. The subarachnoid hemorrhage (sah) secondary to aneurysm perforation required immediate surgical intervention to preclude permanent damage or impairment and led to modified surgical procedure (i.e., aneurysm clipping) and prolonged hospitalization. Furthermore, the event occurred during procedure use of the prowler select plus microcatheter and the relationship of the device to the event cannot be excluded. Thus, the event is considered serious and MDR reportable. With the limited information available and without the prowler select plus microcatheter available for analysis, the reported customer complaint related to the interference or friction between the prowler select plus microcatheter and the pulserider device could not be confirmed. Additionally, interference or friction between devices is a known occurrence. If resistance is encountered, the system should be removed as a unit to prevent injury. This is a common practice during procedures and is recommended by the instructions for use (ifus). The vast majority of diagnostic and interventional procedures utilize multiple device exchanges, an increased potential is remote (with the exception of severe resistance/impeded issues within the cerebral vasculature). Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be conclusively determined; however, it is possible that circumstances of the procedure and / or device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Additional information will be submitted within 30 days of receipt.